Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the kit bd max enteric viral panel a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: they "identified a sample as a false positive with a late amplification (high CT score)."

Event description:
It was reported when using the kit bd max enteric viral panel a false positive result was obtained. There was no report of confirmatory testing. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: they "identified a sample as a false positive with a late amplification (high CT score)."

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results with the bd max enteric viral panel (ref 443985) from unknown lot was performed by the complaint¿s history review. Customer reported that a sample was identified as false positive with a late amplification. No kit lot and no data were provided for investigation. Aside from the information available in the complaint text, no data or additional information was received from the customer, despite requests. Without more details, bd was unable to further investigate the complaint. Overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max¿ enteric viral panel assay. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h10.